Manufacturer narrative:
Heartsine evaluated the device and confirmed the reported issue. Investigation found the contacts on reed switch sw1 to be closed without the presence of a magnetic field, which is the cause of the reported issue. This device was scrapped and the customer received a replacement device.

Event description:
A distributor contacted heartsine to report that a customer's device prompted 'adult pad" while a child cartridge was inserted. As patient impedance differs, the sensing of an adult patient when a child pad-pak is inserted will likely result in inappropriate shock energy being delivered to the patient. There was no report of patient use associated with the reported event.